Manufacturer narrative:
H3 device evaluation - the fracture was examined with the aid of a 5x loop. The fracture sight appears to be comprised of two distinct zones. The first area is dull grey and oriented approximately 45 degrees from the driver's longitudinal axis. The second area is shiny and 90 degrees (normal) to the longitudinal axis. A portion of four of the six t25 outer lobes are still present. The portion that remains is slightly twisted. It is believed that a crack had been initiated in the part and the crack propagated. It is believed that the crack was initiated in a prior high force application procedure (torque with bending moments). This correlates with the shiny planar area. Subsequent loading during the complaint procedure resulted in fracture along the gray non-planar area. The shiny area was substantial so the force needed to initiate the final fracture would be greatly reduced. The cause for the prior high load application is not clear and complaint details were not provided. Review of device history record found sixteen (16) pieces of lot 13767ps were released for distribution on 8/30/2017 with no deviation or anomalies. Two-year complaint history review (9.11.2017-9.11.2019) found this to be the only report for this lot number. Further review did not identify a trend for reports of this nature for this part number. No corrective actions are being implemented since the failure rate is low and the cause for high loading is unknown.

Event description:
When processing returns, the quality tech identified that the lock-screw torque driver (39-rd-0060) was returned from the field with a broken tip. Follow-up for details of how the driver broke have been unsuccessful. No patient injury or delay of a procedure have been reported.

Manufacturer narrative:
Patient information: unknown. Date of event: unknown. Occupation: other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
When processing returns, the quality tech identified that the lock-screw torque driver (39-rd-0060) was returned from the field with a broken tip. Follow-up for details of how the driver broke have been unsuccessful. No patient injury or delay of a procedure have been reported.